Event description:
Device has been evaluated.

Manufacturer narrative:
Subject model #2900 is not sold or marketed in the us but is similar to device model #2800, carpentier-edwards perimount rsr pericardial bioprosthesis , which is sold and marketed in the us. PMA: subject model is not sold or marketed in the us, but is similar to model 2800, p860057/s001, which is sold and marketed in the us. The explanted device was returned to edwards, however, evaluation has not yet been completed. Device evaluation results and edwards conclusions will be reported once completed.

Manufacturer narrative:
Evaluation: method - x-ray device evaluation: the explanted device was received and underwent gross visual evaluation. As received, 2 leaflets were cut out from the valve. Two leaflet pieces were returned with the valve, one leaflet (leaflet 2) appeared to match up to cut area. Heavy calcification was observed on the cusp areas of all three leaflets. Free margin of all three leaflets exhibited minimal calcification. Calcification restricted mobility in leaflet 1 and 2 and could have led to stenosis. Leaflet 1 had two tears, one at commissure 1 was approx 2mm and one at commissure 2 was approx 4mm. Leaflet 2 had a tear at commissure 2, tear was approx 4mm. Calcification was observed near the regions of the tears. Additional manufacturer narrative: edwards gross analysis confirms calcific tissue degeneration as the primary mechanism leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it is likely that this patient medical condition, requiring dialysis, may have contributed to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately five (5) years, was explanted due to aortic stenosis and replaced with another edwards 19mm pericardial valve, with no adverse patient effects reported as a result of the valve replacement.